Manufacturer narrative:
Study report. Evaluation summary: the stent remains in the pt's body. A conclusive root cause for the hypotension could not be determined. Hypotension is a known possible adverse event associated with the use of the device. A review of the finished device lot history record did not reveal any non-conformity, which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during the procedure. It was reported that during an xact stent implantation procedure in the right internal carotid artery, during post-dilatation using a non-abbott balloon, the pt experienced profoundly low blood pressure. Phenylephrine and dopamine were administered and the hypotension improved the next day, although the pt was prescribed oral sudaphed at the time of discharge. Though requested, no additional info. Was provided.